Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported the customer's boluses were not being recorded in their bolus history. It was also found the customer was hospitalized on (B)(6) 2014 for low blood glucose. Customer's blood glucose was around 30 mg/dl at the time of their hospitalization. Troubleshooting was able to verify the customer's boluses were being recorded in their bolus history. Customer was advised to revert to their back-up plan if they did not have confidence in the insulin pump. Customer declined troubleshooting for their low blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.